Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that when the unit reached forty-two degrees, the unit completely powered down, and then used a back-up unit. No other details regarding the nature of this event were provided. Investigation in process but not yet completed.